Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an initial procedure on (B)(6) 2012 to fix the l5-s2 region. On an unknown date in (B)(6) 2015, the implanted rod between l4 and l5 was found to be broken. Thereafter, an infection was also identified. An explant procedure occurred on (B)(6) 2015 where the surgeon removed implants (partially) on the affected region at l5-s2. At this time it was discovered that the transverse connector had broken along with the rod. No new product was implanted during this procedure. This report is for one (1) unknown rod. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
Patient weight is unknown. Date of postoperative infection is unknown. This report is for one (1) unknown rod. Unknown, as specific part and lot numbers were not provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.